Event description:
Rptr indicated that their handheld screen was freezing. Pending product return for analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.